Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device was unable to obtain an ECG signal via leads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation results: zoll medical corporation evaluated the device, multifunction cable (mfc), and the CPR adapter and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib testing, ECG testing, and synchronized cardioversion testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log did not indicate a pads on message, nor is there any measured pad impedance, indicating that defib pads are not connected to the mfc during this event. A pads lead fault advisory message is recorded since no signal via pads is detected. Log data and cable ID changes suggest the mfc was disconnected and reconnected during troubleshooting. Because synchronized cardioversion requires properly connected defibrillation electrodes with a valid pads signal and the customer reported swapping pads, the most likely cause is that the CPR adapter was not fully seated in the mfc, leaving the system improperly set up for synchronized cardioversion. The complaint will be closed as mfc disconnected at patient end. No trend is associated with reports of this type.